Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving unspecified high sensor scans and consequently experienced symptoms of dizziness and seizure. The customer had contact with an emergency doctor who obtained an unspecified laboratory result and administered glucose as treatment. No further information was reported. There was no report of death or permanent injury associated with this event.